Manufacturer narrative:
The insulin pump was programmed and monitored for 2 days with no blank display noted. The insulin pump passed functional testing including the displacement, rewind, basic occlusion, occlusion, prime, excessive no delivery, self test and a21 error tests. All operating currents are within specification. No damage was noted on the isolation tape on the lcd board. The off no power alarm functions properly. However, the insulin pump was received with minor scratched display window, scratched case, cracked battery tube threads, cracked reservoir tube and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer's daughter reported via phone call that the customer was hospitalized with diabetic ketoacidosis and slight heart attack. Blood glucose value at the time of the incident was over 400 mg/dl. It was stated that the battery in the insulin pump drained in less than 24 hours and caused the hospitalization. Customer was in the intensive care unit and the insulin pump could not be troubleshooted at the time but daughter stated that they changed the battery but the device did not turn on. The insulin pump would be replaced and returned for analysis.